Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the conical tip broke off while device was inside the leg. The broken tip was removed from the leg through one of the original incisions. A replacement unit was used to complete the procedure. The hospital did not report any further patient complications.

Manufacturer narrative:
Visual inspection verifies that the conical dissection tip is detached from the conical tip shaft. The complaint is confirmed.